Event description:
Platinum study it was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and a length of 12mm and reference vessel diameter of 3.5mm. The target lesion was treated with pre dilatation and placement of a 3.5 x 18/20 mm promus stent with 0% residual stenosis. A non-target lesion in the left circumflex (lcx) artery was treated with a 2.75 x 32 mm taxus liberte stent during the index procedure. The patient was discharged the next day on aspirin and clopidogrel. On 721 days post procedure, the patient had an acute myocardial infarction. No action was taken to treat this event. The patient expired at home 722 days post index procedure. The autopsy report revealed the left main coronary artery had 25% narrowing. The lad artery had severe atherosclerosis with a calcified segment in the stent with 95% occlusion and distal to that was 90% narrowing. The right coronary artery (rca) was 50-75% narrowed. Microscopic description in the autopsy report notes lad, lcx and rca have "variable sized atherosclerotic plaques occluding the lumen up to 95%." Area of the coronary stent was identified and there "appears to be a hemorrhage into the stent." Autopsy report final anatomic diagnosis was "acute myocardial infarction (mi) with areas of previous interstitial fibrosis," and coronary atherosclerosis with 95% occlusion of the stent area and 90-95% narrowing of the lad, lcx and rca. The cause of death per the death certificate was acute mi.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).